Event description:
It was reported that during a revision procedure due to normal battery depletion (nbd) the physician experienced difficulty removing the cardiac resynchronization therapy defibrillator (crt-d) from the sub muscular pocket. While attempting to remove the crt-d from the pocket one of the three distal df-1 right ventricular (rv) lead ends broke and loss of capture (loc) occurred on the left ventricular (lv) lead. It was noted the lv lead thresholds were elevated as well. The physician elected to surgically abandon and replace the rv and lv leads. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a segment of the lead was received; severed 475 mm from the terminal pin. This lead was confirmed to be fractured 275 mm from the terminal pin. The poly insulation was bent and the inner silicone insulation was torn at this location as well. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
This supplemental report is being filed as a portion of the lead was retuned and analysis was completed.